Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the operator continuously pressed the advisory button putting the device in and out of AED mode and was unable to defibrillate the patient. A backup AED device was used while the patient was transported to the hospital. The patient was not resuscitated. The reporter indicated the patient's death was caused or contributed by the alleged malfunction because the patient was not viable and a backup defibrillator was immediately available and used.